Manufacturer narrative:
The device was not returned to olympus for inspection, therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat surgical instrument's grasping pad was separating and the device started smoking during the middle of a therapeutic open pylorus preserving pancreatoduodenectomy procedure, which was completed with a similar device after a <10 minute delay. There was no report of patient injury or medical intervention associated with this event.